Event description:
Healthcare professional reported "capsulectomy due to capsuling baker grade unknown and exchange of textured devices due to patient's concern with product". Healthcare professional later reported "plug strap separated" observed during surgery. This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to reason for reoperation: plug strap separated for "detachment of device or device component". Laboratory analysis summary: the device related to the reported events of plug strap separated, capsular contracture and anxiety-product/procedure was received on (B)(6) 2025, with catalog number mcghan-390. Based on the product analysis performed, the assessments of the complaint codes are: ¿ plug strap separated: no observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and detachment of device or device component.

Event description:
Healthcare professional reported "capsulectomy due to capsuling baker grade unknown and exchange of textured devices due to patient's concern with product". Healthcare professional later reported "plug strap separated" observed during surgery. This record is for the right side. Device was explanted.